Manufacturer narrative:
B3- date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg was approaching end of service and as such surgical intervention was undertaken wherein the ipg was replaced, and therapy was restored.

Manufacturer narrative:
Coding corrected per device analysis. The reported observation of the ipg approaching eos was confirmed. The ipg logs showed a programmer ipg low battery alert, first eri date/time of (B)(6) 2025, prior to explant. This time stamp occurs only once under normal operation and gets logged when the ipg is queried with an artemis programmer or controller and the ipg battery voltage is 2.7v +/- 30mv at the time of the query. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the explant date. The estimated longevity would have been 1.4 years +/- .25-year per ¿ 90205144, assuming 1000-ohm program impedances, for device model 6660. The total stimulation on time was 1.35 years, suggesting the device had normal battery depletion at the time of the observation. It was noted the device had not declared end of life (eol) prior to explant. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The device exhibited normal device characteristics during testing.